Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual heated evaqua breathing circuit failed the leak test on a pb840 ventilator. They further reported that a pinhole was found on the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed a hole in the returned expiratory limb approximately 8cm from the proximal end connector. The pressure test illustrated that the expiratory limb was out of specification and exhibited significant leak. A lot check revealed no other complaints of this nature for lot number 110929. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the leak developed post production. The identified hole was most likely caused by a puncture by a blunt object. The hospital further reported the possibility of the expiratory limb accidentally being pulled. This could have caused the damage observed on the expiratory limb. The hospital also stated that a non-fph circuit hanger as also used in the set up. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by non-fph circuit hangers. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).